Manufacturer narrative:
Sample received by a company representative. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in a bilateral lasik procedure, the laser stopped lasering the first eye after approximately one second. A system message was displayed. The surgeon was unable to determine the reason why the procedure stopped. Treatment was re-planned adjusting for the delivered treatment. The treatment was completed with the new settings without further complications. The event caused delay in completing the procedure. The fellow eye was treated uneventfully. Patient outcome was unknown at the time of this report. Additional information has been requested but not received.

Manufacturer narrative:
Evaluation summary: the reported pupil tracking message can appear if the pupil cannot be tracked due to insufficient infrared light adjustment. Thus, this is part of the safety concept. It was identified that the device works as intended. The user needs to adjust infrared or white light. However the message is acknowledge to be not clear for users, i.e. They would not know how to solve the issue. The eyetracker camera was returned to the investigation site. No failure analysis is required, as the root cause is understood. The camera did not cause the reported issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Root cause assessment reflects this reported issue is related to an unclear eyetracker message, relative to translation of development language into user language. A clinical bulletin was issued, to help users understand the descriptions and advices related to the use of the tracking system. (B)(4).

Event description:
A customer reported that in a bilateral lasik procedure, the laser stopped lasering the first eye after approximately one second. A system message was displayed. The surgeon was unable to determine the reason why the procedure stopped. Treatment was re-planned adjusting for the delivered treatment. The treatment was completed with the new settings without further complications. The event caused delay in completing the procedure. The fellow eye was treated uneventfully. Patient outcome was unknown at the time of this report.